Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that it was a self-service site and proceeded to cancel the workorder. A biomedical technologist confirmed that the issue was resolved and repaired. The system functioned as intended after the biomedical technologist repaired the device.